Event description:
It was reported that an alert had been generated for the system due to right atrial out of range intrinsic amplitudes. The patient is in chronic atrial fibrillation (af) and there was evidence of undersensing in some af episodes. A (B)(6) technical services consultant documented and discussed the clinical observations. This right atrial lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).